Event description:
It was reported that the device had a power on reset. The lead integrity alert (lia) was reloaded and a manual capacitor formation was performed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a reset due to attempting to write to locked ram on (B)(6) 2010 at address c1. The reset severity is consider to be low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a reset due to attempting to write to locked ram on (B)(6) 2010 at address c1. The reset severity is consider to be low. The device should be able to fully recover after the reset.

Event description:
Asku